Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. The battery reamer/drill device was evaluated and the reported condition that the device was without strength was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that moving parts of the trigger of the device did not move smoothly. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).

Event description:
It was reported from switzerland that during service and evaluation, it was determined that moving parts of the trigger of the battery reamer/drill device did not move smoothly, and the coupling was worn. It was further determined that the device failed pretest for general condition and check for sticky triggers. It was noted in the service order that the device was without strength. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.